Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a crack in the connection, causing the blood transfusion product to leak during use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: two photos were received for evaluation, with one showing the l-70 product and the other showing a close-up of the proximal end of the female luer connector, which was observed to be cracked. One unit without its original packaging was also received, in used condition. The sample was visually inspected under normal conditions of illumination to detect any cosmetic issue and a crack was found at the female leur connector. To replicate the failure mode an l-70 device was taken to retest for leaks in order to create damage in the female luer similar to the returned sample. Leak test was performed 3 times in the l-70 device. During the third attempt the female luer presented damage in the connection part, however, it was not similar to the sample reported. To replicate the failure mode an l-70 device was taken to perform leak testing without the o-ring in position in order to create damage in the female luer similar to the returned sample. The female luer presented circular damage in the connection part, however, the crack in the original sample could not be replicated. The customer's indicated failure was confirmed; however, based on the replication of the failure mode results, the crack reported is not attributable to the manufacturing process, and the root cause cannot be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.